Event description:
It was reported that the patient was in the ER (emergency room) due to an altered mental status, fever, pain and overdose symptoms of hypotension, difficulty/shallow breathing and low oxygen saturation. The ER staff suspected a possible overdose of medication. The patient was given narcan and treated for low blood pressure and low o2 saturation. The patient was also found to have pneumonia and was admitted to the hospital. The patient was hospitalized to treat her pneumonia. The pump was programmed to minimum rate to eliminate it as a variable to her symptoms. The pump managing physician would manage her back to a therapeutic dose. No device diagnostic testing or troubleshooting was performed. The patient status was reported as ¿alive - no injury¿. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).